Event description:
It was reported that there was a question as to why the battery longevity lasted less than expected. The device was explanted and re placed. No patient complications have been reported as a result of this event.

Event description:
It was further reported the patient was part of the systems longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 31002901 tissue valve (B)(6) 2001; 5076-45 implantable pacing lead (B)(6) 2008; 6947-65 implantable tachy lead (B)(6) 2011; 4194-88 implantable pacing lead (B)(6) 2011. (B)(4).